Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug via an implanted pump for intractable spasticity. It was reported that the patient was admitted to the hospital due to a three week history of falling post drug switch. It was also reported that the family stated the pump had not been working since the patient got the pump. The caller requested a company representative (rep) come check the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider (hcp). Reporting, that a refill was needed. It was reported, that the drug switch that occurred, was a decrease in the patient's baclofen. After event, due to possible breakthrough seizures. It was reported, that the patient's pump was refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.